Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. The patient was hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotics for approximately three weeks (medication, dosage, and frequency not reported) for the peritonitis. Dianeal therapies were ongoing. The patient was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported by the nurse the patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was not further specified. Seven days after the event onset, the patient was discharged from the hospital. On an unknown date in the same month, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.